Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with steel cd infusion sets, including a reading above 400 mg/dl and alerts for prolonged elevated glucose, and noted a smell of insulin during meal announcements without feeling leakage; the user switched to multiple daily injections and requested additional training. Symptoms included high blood glucose. Outcomes included use of subcutaneous insulin by pen to correct the event and no need for assisted care. Investigation included troubleshooting with the user and assignment for additional training. Investigation of this case revealed an unclear root cause, with concern for possible underdelivery or leakage not confirmed on inspection by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.